Manufacturer narrative:
Correction: previously reported g4 should have been (B)(6) 2020 rather than (B)(6) 2020.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon investigation, it was noted that the right ventricular lead exhibited high threshold. The lead was explanted and replaced on (B)(6) 2020. The patient was stable.